Manufacturer narrative:
Summary eval: the problem noticed on this instrument is linked to a shock on the knurled nut. The shock occurred either during instrument handling or during a surgery.

Event description:
Locking bolt won't tighten - not stripped, maybe bent. This event did not occur during a surgery.